Event description:
It was reported that the device had all three (charge pak, attention and wrench) icons illuminated and it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return to the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.